Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received alarm - error codes / messages. Tried replacing ail board and pump motor - issue still occurring. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device received alarm - error codes / messages, 242.4030. "Tried replacing ail board and pump motor - issue still occurring." No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced motor mount, mount was torn causing motor to not be held down causing motor stall error. As found 9.33 sw, as left version 9.33. Replaced rear case. Replaced bezel. Replaced ail. Replaced keypad. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Bd does not condone the use of non-supported parts within any of the alaris system devices. The risk of non-supported parts installed in the device(s) by the customer is unknown. A review of the device history record showed the device had a manufacture date of 20sep2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Original aware date for initial MDR, manufacturing report number 2016493-2021-29125 to be: 02/03/2021. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 20sep2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the motor - motor mount failure (left side).

Event description:
It was reported that the device received alarm - error codes / messages, 242.4030. "Tried replacing ail board and pump motor - issue still occurring." No additional information was provided. There was no patient involvement.